Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) offered to send a field service engineer (fse) to repair the instrument. The customer was in the process of bringing new instruments into the laboratory and declined repair as this instrument would be taken out of service. The instrument was removed from the laboratory.(B)(4).

Event description:
The customer reported a leak from a reagent probe onto the reagent probe drip tray of a unicel dxc 600 pro synchron system. The leak was contained to the instrument. The customer stated that the leak would occur after priming the reagent probe. The operator was wearing a lab coat, gloves, and protective eyewear. There were no reports of direct contact with the leak or of injury as a result of the leak. There were no erroneous results generated in connection with the leak. A remote review of the instrument showed that the instrument did not generate any flags or error messages to alert the customer to a system issue.